Event description:
The user facility in (B)(6) originally reported "the cutter was not cutting efficiently at an angle of 90 - 45 degree handling of the cutter and when reaching for periphery during vitrectomy. Surgery was completed smoothly without pt injuries/complications. Additional information received states "the cutter did not stop during surgery. Instead, the cutter is not cutting efficiently. Aspiration continued. Again, no pt injury and surgery was completed smoothly."

Manufacturer narrative:
A query of the sterilization and lot history records were reviewed and found to be acceptable. The evaluation was completed on one 23ga cutter returned without the original packaging. A functional test was performed using a stellaris pc system. The cutter performed with good clean cuts. In addition the cut test was performed at 45 and 90 degree angles. The cutter continued to exhibit good clean cuts, aspirated and performed as required.